Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2025, it was reported by a sales representative via email that an unknown arthrex part number driver broke off inside the patient while driving the unknown arthrex part number screw into the bone during use, and part of the driver ended up stuck in the screw. The broken piece was retrieved from the patient. The case was completed successfully, and no further information was provided. This was discovered during a hammertoe procedure on (B)(6) 2024, with no reported patient harm. Additional information has been requested.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint allegation is confirmed based on the photos provided. Visual evaluation shows the broken off bent driver tip. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude the most likely cause. The most likely cause of the reported failure can be attributed to user error of the device. Excessive force was used during the driver's use, breaking the driver, causing the screw to bend and, as a result, break.